Event description:
Dealer alleges the left footrest broke off at the weld on a 9201bk wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the eld is broken on the left rigging at the release lever.

Event description:
Dealer alleges the left footrest broke off at the weld on a 9201bk wheelchair.